Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, lot#: hg4340x11, implanted: (B)(6) 2021, product type :catheter; product ID: 8731sc lot# serial# (B)(4), implanted: (B)(6) 2009, product type: catheter . Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4) , ubd: 06-feb-2022, UDI#: (B)(4) ; product ID: 8731sc, serial/lot #: (B)(4), ubd: 09-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen implantable pump for intractable spasticity and multiple sclerosis. It was reported that the catheter was kinked behind the pump. It was unknown if there were external factors that contributed to the event. Diagnostics/troubleshooting performed included an x-ray and a catheter access study. The healthcare provider will be performing a catheter revision on (B)(6) 2021. The issue was not resolved at the time of the report. The patient's weight and medical history were unknown. The patient was without injury at the time of the report.

Event description:
Additional information was received from the company representative (rep) via the return paperwork for the catheter indicated the patient was receiving intrathecal lioresal (concentration and dose unknown) via an implanted pump. It was noted the catheter was kinked/coiled and the reason for catheter removal was an occlusion. The results of the dye study performed was ¿nothing moved through the catheter¿.

Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the results of the catheter access port study was a catheter kink. It was noted the issue has been resolved and the patient had a catheter revision on (B)(6) 2021. The catheter was kinked and twisted behind the pump. The catheter would be sent back for analysis.

Manufacturer narrative:
Analysis of catheter model 8596sc found ¿sutureless connector ¿ slight tear in seal near guide ring¿. Analysis of catheter model 8731sc found ¿slight ¿set¿ in shape and area of abrasion ¿ did not affect infusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.